Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4) apply to the pump and the catheter. Device code (B)(4) applies to the pump. Device code (B)(4) applies to the catheter. Eval code-conclusion code applies to both the pump and the catheter.

Event description:
Information was received from a healthcare professional regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity and multiple sclerosis. It was reported per healthcare professional (hcp) that the patient experiences occasional dizziness, somnolence, and weakness in spurts like a sine wave as if the patient is periodically receiving an overdose of medication. It was unknown what factors may have caused, contributed, or led to the issue. The hcp stated that an x-ray was taken (date unknown) and the catheter was reported to not be in the intrathecal space. This was not confirmed by an hcp familiar with the therapy. A dye study was completed on (B)(6) 2017. Cerebrospinal fluid (csf) was able to be aspirated per hcp. It was unknown what next steps will be taken. One theory per hcps was that positional changes may be affecting delivery of medication through the pump. Future actions are to be determined. The pump and catheter remain implanted/in service. It was noted that the issue was not resolved at time of report. Surgical intervention did not occur and was unknown if surgical intervention was planned. The patient's weight at time of event was (B)(6). The patient's status at time if report was "alive-no injury." Event date was unknown. No further complications were reported/anticipated.

Event description:
Additional information received on (B)(6) 2017 verified the healthcare professional reported the event to the manufacturer representative. No further complications were reported/anticipated.